Event description:
The affiliate reported that a codman microsensor transducer was implanted in the patient. The surgeon stated that for 3 days the icp measure was around 16mm. There was no evidence of an increased icp, but the patient went into decompressive craniectomy surgery as an emergency. The surgeon stated that the microsensor must measure a real icp but it did not.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. H3 other text : device will not be returned